Event description:
It was reported that a patient presented with loss of interrogation noted on the patient's pacemaker. After using multiple programmers, the interrogation was unable to be completed. Diaphragmic stimulation was noted on the right ventricular lead. Patient discomfort was noted. The device was explanted and the lead was repositioned on (B)(6) 2025. The patient was stable throughout.

Event description:
It was reported that a patient presented with loss of interrogation noted on the patient's pacemaker. After using multiple programmers, the interrogation was unable to be completed. Diaphragmic stimulation was noted on the right ventricular lead. The device was explanted ad the lead was repositioned on (B)(6) 2025. The patient was stable throughout.

Manufacturer narrative:
Reported event of failure to interrogate was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Device image indicated extensive high-power telemetry usage during the implant period. Rf telemetry was enabled when device was received. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics, no delay was noted during interrogation or programming of the device. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing.

Event description:
It was reported that a patient presented with loss of interrogation noted on the patient's pacemaker. After using multiple programmers, the interrogation was unable to be completed. The device was explanted. The patient was stable throughout.